Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 5.1 was failed and unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer (fse) powered down the system and proceeded to remove and replaced the inseparable component. After reinstalling it, the fse rebooted the machine and performed a functionality test, confirming that it was working properly. The customer then tested the system through a recovery process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 5.1 was failed and unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.